Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a lost sensor alert. Customer stated that they removed the sensor and noticed that the electrode was not there. Blood glucose level at the time of the incident was 104 mg/dl. The sensor was not replaced or returned for analysis.